Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the separation gel was oily, and the tube is blocked causing the machine to repeatedly report red and jump values on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd did not receive samples or photos for investigation. A total of 100 retained samples were visually inspected, and no gel defects or additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of june 2025, therefore additional testing was required. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, oil gel globules, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Additionally, no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has not been confirmed for the indicated failure modes: erroneous results-unknown and oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the separation gel was oily, and the tube is blocked causing the machine to repeatedly report red and jump values on unspecified number of tubes. There was no health impact or consequence reported.